Event description:
It was reported that the unit had a yellow error message, and the alarm did not sound, even when disconnected from patient. The calibration also failed. It was unknown how the issue was found. No patient or user harm reported. Additional details documented within the record, note that the da pcba and flow sensor information were not appearing on the service screen. During follow up with the service engineer (se), it was reported that the event included that the da pcba and flow sensor information were linked to the yellow error message, and alarm issue. It was determined that the da pcba to the motor controller (mc) pcba cable was not fully seated on mc pcba. After reseating the cable, the da pcba, air flow sensor, o2 flow sensor information were now visible on the service screen. The system meets the specification for the performed service and is returned to use.